Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "third week of april." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached prematurely on the third day of wear. The customer was unable to monitor glucose and experienced symptoms of shaking legs, seizure, loss of consciousness, and was in an induced coma for three days. The customer was diagnosed with hypoglycemia and received unspecified treatment from a healthcare provider. No further information was provided as customer could not recall any additional details. There was no report of death or permanent injury associated with this event.